Event description:
It was reported that during a shoulder arthroscopy procedure using super turbovac 90 ifs, the surgeon noticed that there was a small superficial burn at the incision site. The procedure was completed without delay or further complication using the same wand. At the end of the procedure, the surgeon covered the burn at the incision site with sterile dressing. No other treatment or complications were reported as a result of this event.